Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of a left inguinal hernia. A perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to attempt removal of the bard mesh perfix plug, repair the hernia defect and remove it. It is alleged the patient was injured severely and permanently. The attorney further alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with traumatic left direct inguinal hernia and underwent open repair. Per operative notes, "the incarcerated fat was reduced and a perfix plug was placed in hesselbach's triangle, sutured medially to the pubic tubercle and transverse abdominis aponeurosis and laterally to poupart's ligament. After this, the onlay patch was placed over the plug and sutured superiorly to the internal oblique aponeurosis, medially to the transverse abdominis aponeurosis and pubic tubercle and laterally to poupart's ligament. (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia and underwent laparoscopic preperitoneal repair. Per explant procedure: "immediately was noted a direct defect which had already been reduced by the insufflation. There was a large plug of piece of mesh protruding through the defect." The portion of the ¿large inflammatory piece of mesh¿ that was within the preperitoneal space was explanted. The piece of mesh that was ¿outside of the preperitoneal space outside the hernia defect¿ remained implanted. Attorney alleges that the patient had adhesions, mesh migration, recurrence, calcification of mesh, fibrosis, chronic inflammation and pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Review of the medical records finds a portion of the perfix plug was protruding through the recurrent hernia defect and was removed. The adverse reactions section of the instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of a left inguinal hernia. A perfix plug was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to attempt removal of the bard mesh perfix plug, repair the hernia defect and remove it. It is alleged the patient was injured severely and permanently. The attorney further alleges the patient has suffered and will continue to suffer physical pain.